Event description:
The suspect meter showed variation in test results when compared with the lab and repeated inratio tests using the same meter with different strip lots. The following results were reported: inratio = 4.8, repeat inratio = 5.0, inratio = 5.0 , inratio (strip lot 050154) = 3.9, lab = 3.2. Strip lot 040580 will be returned for evaluation purposes. Replacement strips were sent to the customer.